Event description:
It was reported that the user experienced hypoglycemia and, out of concern for going low, under-announced or did not announce meals, believing the system¿s meal announcements delivered too much insulin; the support agent assessed potential pump maladaptation and guided a factory reset and reconnection to the mobile app. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.